Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. Before beginning the procedure, a baseline effusion was noted. During the positioning of the access system in the laa, the effusion was noted as appearing larger. A pericardiocentesis was performed. The procedure was completed with a successful release of the closure device in the laa. The patient is currently doing fine following this event.